Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Upon review of data logs, it is apparent that the console ic3614 is the potential cause of the optical signal issue. No problem was found with the pump, and it is apparent the console was the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal unreliable alarm appeared following an impella 5.5 implant. It was noted that the delivery had been difficult due to the patient's anatomy. The alarm was silenced and support with the implanted pump was maintained. The patient was weaned from the pump and the device was explanted.